Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue and could not be detected. A new console was used without any issues. No patient was involved.

Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show intermittent purge disk detection. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.